Event description:
It was reported that this complaint occurred in the naledi dialysis unit, and involved a female patient with kidney failure. After insertion into the patient's right subclavian, the user attempted to connect the catheter for dialysis the first time, it leaked at the arterial port. As a result, a repair kit was used to change the red and blue ports. The catheter worked fine after the repair, and no further leak was reported. There was a delay reported, however, there was no harm to the patient as a result of the delay. There were no complications, death, or injury as a result of this occurrence.

Manufacturer narrative:
(B)(4).